Manufacturer narrative:
The alarm trace data does not suggest any instrument or pre-analytic issues. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas 8000 e 602 module. The initial result was 209.1 pg/ml. This result was reported outside of the laboratory. On (B)(6) 2021 the sample was repeated twice with results of 9.86 pg/ml and 10.30 pg/ml. The repeat results were believed to be correct. The troponin t hs stat reagent lot number was 51205001 with an expiration date of 31-may-2022.